Manufacturer narrative:
Trackwise ID (B)(6).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, as preparation was done to start the evh, on removal of the cutter from the packaging the surgeon saw that the one part of the cutter was bend. Product damaged on removal from packaging. The product could not be used as jaws did not close on each other. Another set was opened and evh was done successfully. The product was not used on a patient, no patient involvement.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/19/2022. An investigation was conducted. Signs of clinical use and no evidence of blood was observed. The cold jaw was observed to be bent, and not in its normal position. The hot was observed to be intact, with no visual defects observed on the hot jaw. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws would not fully close when manipulating the blue toggle. Based on the returned condition of the device as well as the evaluation results, both the reported failures "mechanical problem-jaws " and "¿material twisted/ bent jaw " was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.